Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated device and a infrarenal aortic extension. Upon follow-up, computed tomography revealed a suspected type 2 endoleak. The patient was identified as having aneurysm sac expansion. The patient was treated on (B)(6) 2015 and physician elected to treat the patient with coiling procedure in a small branch that looked like it was communicating back to the aneurysm.